Event description:
It was reported that the patient went through withdrawal by miscalculating dates for her refill. The drug in the pump at the time of this event was not reported. However, at the time of the report, the device contained morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).